Event description:
Boston scientific corporation became aware of an event in which during an aneurysm coiling procedure the subject device perforated the distal two branches. The case was stopped, then vessel healed itself, close off. The physician learned about incident after the case during final run. The pt was reported to be in good condition.